Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced damaged console cover, tube assembly and bp transducer adapter cable. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the customer dropped the cardiosave intra-aortic balloon pump (iabp) and requested inspection of the iabp. It is unknown under which circumstances this event occurred. No patient involvement or adverse event was reported.